Event description:
It was reported that a cgm error 42 occurred. There was no reported impact to the customer¿s blood glucose level. The customer received information on performing a complete pump reset from technical support and planned to reset the pump and follow up if the issue persisted.